Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported a false negative reaction of one donor sample in the crossmatch test during the validation of her ih-centrifuge l. The customer stated that she performed the crossmatch on a unit which was typed as c antigen positive with a patient plasma that demonstrated anti-c. The crossmatch should have been positive (incompatible), but it was negative (compatible). The customer repeated the crossmatch and yielded again a negative (compatible) result. The customer performed the crossmatch tests manually using ih-incubator l and ih-centrifuge l. The customer returned the complaint sample ih-card ahg anti-igg, two donor segments (labeled as (B)(6)) and an aliquot labeled as anti-c. Our quality control laboratory performed the crossmatch with the samples and the ih-card provided by the customer and yielded a negative (compatible) result. So the testing in our quality control laboratory confirmed the customer¿s finding. Additionally our quality control laboratory performed the crossmatch with the donor unit and two different anti- c samples. In both cases the crossmatch was correctly positive. Furthermore crossmatch was performed with the customer's aliquot anti-c and three additional c antigen positive red blood cells. Only one red blood cell yielded a weak positive result, the reactions of the two other red blood cells were negative. Furthermore our quality control laboratory performed the antibody screening test with the aliquot anti-c and ih-cell I-ii-iii. The antigen c positive reagent red blood cells yielded only a +/- positive reaction. Further tests were not possible, because the aliquot anti-c was used up. According to our investigation result, the aliquot anti-c seemed to contain a weak reacting antibody at the detection limit and, therefore, the crossmatch was negative.summary: testing by our quality control laboratory confirmed that the allegedly defective lot of ih-card ahg anti-igg functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.